Event description:
A laboratory technician was splashed on the face with the architect bnp calibrator of the architect bnp assay. The technician indicated that when he tried to open the bottle lid to pipette it splashed but did not get into his eyes. No other information has been provided. No adverse impact was incurred.

Manufacturer narrative:
This report is being filed on an international product, list number 02p14 that has a similar product distributed in the us, list number 08k28. Device (B)(4). Technician splashed. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text a search for similar complaints, and a review of labeling. The complaint text indicates that customer was not wearing personal protective equipment when opening the calibrator bottle. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect bnp assay list number 02p14, was identified.